Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. At the time of the event, the customer was alerted to the battery becoming hot by the pump resulting in a valid temperature alarm occurring. There was no reported adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place pump into storage mode before return, and requested return of affected pump using prepaid label within 10 days, which customer understood and acknowledged.